Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the pulse generator change out procedure, the atrial port header had a stripped set screw. The atrial lead was cut and capped as it was unable to be removed. The device was explanted and replaced. The patient was stable before, during, and after the procedure.